Event description:
Customer reported experiencing a tandem mobi cartridge alarm. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer contacted primary care provider for backup insulin therapy.